Event description:
During negative prep of the cypher sds outside the pt, the physician found there was leakage at the hub due to a crack. No anomalies were noted when the device was taken out of the package, the device was not a re-sterilized unit, and was prepped following the IFU. The device was never used in the pt.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems. The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.